Event description:
The dialysis nurse noticed droplets of blood leaking from venous hub (blue) after two minutes of dialysis. The dialysis was stopped and both ports of the catheter were packed with saline and clamped. The hubs were covered with tape and the catheter was removed the next day.